Event description:
It was reported that the patient was admitted to the heart hospital for device upgrade. Pacemaker egm¿s and diagnostics showed ventricular tachycardia. Electrical device function was normal. No complaints were associated with these devices. During extraction of rv lead there was an insulation anomaly seen on the ra lead and the physician decided to replace it. No patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.